Manufacturer narrative:
23 samples model 2426-0007 (20 samples lot 25075639 and three samples lot 25085064) were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The tubing was primed with water and inserted into the pump. No leakage was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: customer stated that fluid started leaking out of the pump and when they looked it was coming out of the tubing right above the blue cartridge. The nurse switched the tubing out 4 times. Injuries or adverse event: no item: 2426-0007 quantity affected: 27ea serial/lot number: (B)(6).